Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box and alarm history revealed multiple consecutive ¿call service (cs) 054/cs52¿alarms. The returned battery cap and test cartridge cap were used during investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump with no ¿cs054/cs052¿ alarms or any errors, alarms or warnings. The pumps¿ cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. The product performed within specification and the reported ¿cs054/cs052/sleep¿ complaint was unable to be duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked at the case seal. Also unrelated to the complaint, the text on the display screen was found to be dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).